Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the right plunger case was cracked. During flow testing and occlusion testing, the reported problem could not be verified. However, the root cause of the reported issue was found to be the clutch was released during an infusion causing the check clutch error. Replaced position pot as a preventative measure. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a check clutch plunger level error. No patient injury was reported.